Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was not reviewed because the lot number was not provided. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationn.

Event description:
It was reported that on 08 february 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant of an atrial septal defect following a transcatheter mitral valve replacement (tmvr) procedure with a 9f amplatzer torqvue delivery system. During deployment of the left atrial disc, the device had a bulbous deformation. The operator made several attempts to correct the left disc. When deploying the right atrial disc, the left disc had the same bulbous deformation again. A decision was made to recapture the device and replace it with a 25mm amplatzer pfo occluder. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of any interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.